Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: serfas stopped to work probable root cause: probe short (possibly due to fluid ingress), open circuit (possibly due to loose electrical connection), power output variation, wrong default setting, nonconforming hand piece cable console error crossflow temperature mitigation actions use error user attempts to sterilize, disinfect, clean or reuse probe incorrect power level set nonbendable probe bent with probe bender, or a bendable probe bent with anything other than the stryker rf probe bender attempting to use probe without completely immersing tip in a conductive irrigant probe handle is submerged in liquid or suction tube is cut the reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the serfas item stopped working during medical procedure after 20 mins of using. They replaced with another one, but issue came again. The surgeon was unable to complete the coagulation phase in shoulder arthroscopy. In order to complete the procedure without coagulation phase, the the surgeon managed to control the haemostasis: lowering the patient's pressure and raising the pressure of the crossflow arthroscopic pump.

Event description:
It was reported that the serfas item stopped working during medical procedure after 20 mins of using. They replaced with another one, but issue came again. The surgeon was unable to complete the coagulation phase in shoulder arthroscopy. In order to complete the procedure without coagulation phase, the surgeon managed to control the haemostasis: lowering the patient's pressure and raising the pressure of the crossflow arthroscopic pump.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.